Event description:
It was reported, that during the preparation of therapeutic current surgery procedure. That the subject device image was occasionally abnormal in color. And wobbling of the connecting cable was also found. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation. And the customer's allegation was not confirmed. A probable root cause cannot be identified. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.